Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated architect prolactin results on one patient. The results provided were: sid (B)(6) on (B)(6) 2019 initial = 713 / the frozen, thawed, and re-spun sample was repeated on (B)(6) 2019 = 152iu/l. There was no reported impact to patient management.

Manufacturer narrative:
The customer did no additional troubleshooting of architect i2000sr, serial number (B)(4). Return testing was not completed as returns were not available. A review of the architect, (B)(4) service history was performed, and the review identified no additional erratic results pre- or post the current complaint and found no identifiable contributing factors on or around the date of the complaint issue. A review of complaints of the architect i2000sr systems found no similar issue as described in this complaint and also no trends were identified. A review of the architect systems operations manual provides adequate information for handling specimens, operational precautions and limitations and troubleshooting for the reported issue. A review of the architect prolactin package insert also addresses sample handling, to include precautions regarding bubbles in specimens, specimens with fibrin, red blood cells or other particulate matter. Based on the investigation no product deficiency was identified for the architect i2000sr, serial number (B)(4).